Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an oxford knee replacement procedure, after the surgeon impacted the tibial tray, he noticed that the tip of the impactor was broken. It took the surgeon 30 minutes to remove the fractured piece of the instrument.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Visual inspection confirmed the reported event. The posterior foot is fractured. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. The most likely cause of this event is user issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an oxford knee replacement procedure, after the surgeon impacted the tibial tray, he noticed that the tip of the impactor was broken. It took the surgeon 30 minutes to remove the fractured piece of the instrument.